Manufacturer narrative:
The actual complaint is reported to be available but has not been returned. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). The device was not returned.

Event description:
It was reported the patient¿s naso-gastric (ng) tube was blocked. The staff nurse removed the ng tube and discovered that 23 cm of the tube had remained inside the patient. The medical staff were notified and an x ¿ray was performed and reviewed. The patient was to have the remaining segment of the tubing removed. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received 7-nov-2017 stated the patient remains in critical care. The remaining part of the nasogastric tube (ng) was remove the patient had an oesophago-gastro-duodenoscopy (ogd) and the tube as removed.